Event description:
Received report of leak in a set. Customer stated that tubing was primed with normal saline; rituxin was spiked, set was placed in pump and connected to manifold set that connects to pt. Rituxin programmed rate was 25ml/hr. The leak was discovered at the bottom of the safety clamp. There was no pt harm and no medical intervention was required. No further pt or event info was available.

Manufacturer narrative:
(B)(4). The customer is unable to locate the affected set and assumes it was inadvertently discarded. Unable to determine the root cause of the customer's reported leak.